Event description:
It was reported that during use of implantable pulse generator (ipg) the remaining battery life was confirmed to be 1.5 years at the previous routine device check performed approximately three months prior. The ipg device was found to be in elective replacement indicator (eri) and deemed as premature battery depletion. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.